Event description:
The customer reported the generation of erroneous ion selective electrolyte (ise) patient results including sodium (na), potassium (k), chloride (cl), carbon dioxide (co2) and calcium (calc) on their unicel® dxc 600 instrument. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro instrument and identified the failure mode as a defective carbon bridge. The fse replaced the carbon bridge to resolve the issue. Patient's demographic information not provided by customer. The beckman coulter internal identifier is (B)(4).